Event description:
A customer reported being unable to log in after logging out and forgetting their password while using the abbott diabetes care (adc) device on an unknown phone and operating system version. The customer experienced weakness and vomiting and was unable to self-treat and required infusion of fluids and insulin from the healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported issue, not being able to log in after logging out and forgetting their password, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of device model, os version and app version, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.